Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 29. On (B)(6) 2024, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.